Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged squamous cell carcinoma with a large tumor while using the device. Medical intervention was 7 sessions of chemotherapy which led to further to no cancer. The radiation treatments had resulted in some reconfiguration of the tongue/throat and swallowing process and corrected by daily swallowing exercise but fluoroscopy x-rays indicated aspiration and inflammation in the lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 30, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging,squamous cell carcinoma with a large tumor while using the device. Medical intervention was 7 sessions of chemotherapy which led to further to no cancer.the radiation treatments had resulted in some reconfiguration of the tongue/throat and swallowing process and corrected by daily swallowing exercise but fluoroscopy x-rays indicated aspiration and inflammation in the lungs that are related CPAP device's sound abatement foam. The clinical expert reviewed that reporting event squamous cell carcinoma, a large tumor under treatments and seven chemo sessions that as of a week ago scans indicated no further cancer and assessed it as serious injury.patient reported that radiation treatments resulted in some reconfiguration of his tongue/throat and swallowing process. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the secondary findings were found by manufacturer, that a dust-like contamination on the ui (user interface) panel, the top enclosure, the air inlet, the accessory module slot, the rear panel, the blower motor, the blower outlet seal, the blower box, and the bottom enclosure.unknown yellow residue on the ui panel. Potential dried liquid spots on the air inlet of the blower box. Unknown black residue on the bottom enclosure. Black dust-like contamination, inconsistent with degraded sound abatement foam, on the ui panel.potential no clean flux on the battery holder and the sd (secure digital) card slot of the pca (printed circuit assembly). A spot of unknown brownish contamination on the flow sensor seal. A few potential dried liquid spots on the inside of the blower motor, indicating potential liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes.the manufacturer applied power to the device and verified airflow. A strange odor and humming sound were observed during therapy. The manufacturer concludes that there was a evidence of sound abatement foam degradation.the manufacturer confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source and unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.